Manufacturer narrative:
The device was not returned to zoll for evaluation. The biomedical engineer at the customer site observed that the unit displayed tf401 during setup. A review of the device logs was conducted and confirmed the reported alarms, all of which indicate an issue with the inspiration valve. As a result, the customer purchased a replacement inspiration valve to resolve the problem.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited technical failure 545, 316, and 300 and alarms. There was no patient involvement reported.